Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned guide wire and the reported break/separation were confirmed. The reported failure to advance and entrapment of the device were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Based on the similar incident review, there is no indication of a lot specific product quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, it is likely that during advancement the tip of the guide became damaged/kinked with other devices used and/or the anatomy resulting in the failure to advance. During retraction the damaged wire likely resulted in the resistance and ultimately the polymer and core separation. The reported patient effects and treatments appear to be related to the operational context of the procedure as the separated tip remains in the patients rca. The noted kinks on the core likely occurred during packing for return analysis. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a percutaneous intervention (pci) treating the mid right coronary artery (rca) lesion. While using a microcatheter, two asahi guide wires crossed the lesion without an issue. The third wire, a pilot guide wire, also advanced and had failed to cross the lesion. During pilot guide wire removal, resistance was noted with anatomy. The tip coils unraveled and the tip separated. The separated tip remains in the patients rca. The pci outcome was unsatisfactory. The patient was transferred to the cardiac surgery department for observation and for a possible coronary artery bypass graft in the future. No treatment has yet been provided. The event required prolonged hospitalization. No additional information was provided regarding this issue.